Event description:
It was reported that the handle of cup impactor was broken. It came off after impaction. There was no adverse patient outcome and the procedure was completed successfully.

Manufacturer narrative:
An event regarding a fractured da instrument impaction handle was reported. The event was confirmed. Method & results: visual inspection:a visual inspection confirms the event. The impactor handle core was fractured at the inner corner of the over-mold handle. Material analysis. The report concluded: ¿the fractured impactor handle core of the curved cup impactor initiated in fatigue, emanating from the machined circumferential notch. The material composition was consistent with a 17-4 ph stainless steel alloy condition. No material or manufacturing defects were observed on the device features evaluated.¿ -device evaluation and results: a material analysis found no material or manufacturing defects. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final goods conformed to specification. -complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the investigation concluded that the device fractured in fatigue. No material or manufacturing defects were identified. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the handle of cup impactor was broken. It came off after impaction. There was no adverse patient outcome and the procedure was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.